Manufacturer narrative:
This report is submitted on april 19, 2018 (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was administered an antibiotic injection and topical steroids (date and duration not reported). The patient will continue to be clinically managed.

Manufacturer narrative:
It was reported that the patient underwent skin revision under a general anaesthetic on (B)(6) 2018. Subsequently, the abutment was removed and replaced with a longer abutment after reduction of the soft tissue. This report is submitted on august 01, 2018.